Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device would not boot up. There was no patient involvement.

Manufacturer narrative:
(B)(6). The unit was not repaired. No patient information was provided by the customer.